Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash and open skin irritation under the back-therapy electrodes. The patient described the skin irritation as red, splotchy, bumpy, and itchy with puss. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamchindone acetomide cream for the skin irritation. The patient reported the skin irritation began to improve slightly with the use of the prescription cream.